Manufacturer narrative:
The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During the procedure, the physician was unable to advance a ruby coil more than halfway through a lantern delivery microcatheter (lantern); therefore the ruby coil was removed. The physician then flushed the lantern and successfully advanced a guidewire through the lantern. The physician then attempted to advance the ruby coil again; however met the same resistance and therefore, removed the ruby coil. The procedure was then completed using the same lantern and additional ruby coils. There was no report of an adverse effect to the patient.